Event description:
The customer reported that the unit had a bad power board.

Manufacturer narrative:
(B)(4). The customer reported that the unit had a bad power board. The unit was evaluated at philips and the failure was verified. Replacement of the power pca resolved the failure. The unit passed all post service testing and was shipped back to the customer site.